Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v996603, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
The patient reported that they experienced shocking sensation occasionally when at a store. The patient stated that her implantable neurostimulator (ins) was turning off and on by itself and could tell because symptoms returned and she felt she had to go to the bathroom all the time. The change in therapy/symptoms was reported to be gradual. The patient stated that she notified the company representative of the issue with the ins. The patient also reported that she had surgery. The patient noted that the surgery was not related to the device or therapy "because it was something with the abdominal bladder, but it was something in the bladder, and the hcp wanted to make sure if that thing was working fine or it was because of the bladder, the same doctor that installed it, did this surgery." Additional information received from the company representative reported that he and his colleagues had no idea the patient was experiencing that pain and was not aware of anything that was happening with patient. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.